Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low out of range pacing impedance measurement. The values then switched from abnormally low pacing impedance measurements to more typical values, to sustained out of range values. There were no adverse patient effects reported.